Event description:
It was reported that the leads of the patient had migrated causing the patient to experience inadequate stimulation. The patient underwent a spinal cord stimulator (scs) replacement procedure. The patient was doing well postoperatively and the explanted devices were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7112589. UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 546350. UDI: (B)(4).